Event description:
It was reported that after a laparoscopic low anterior resection on (B)(6), leak occurred from the anastomosed site three days after the operation ((B)(6) 2015). The device was used on the rectum. The amount of leak was unknown. Blood transfusion was not required. Reoperation was performed under an open procedure to repair the torn site urgently late at night on (B)(6) 2015. The patient is in the hospital as of (B)(6). The doctor commented that he did not necessarily consider that this event caused by the device, and there was a possibility that the blood flow was a problem since the anastomosed site¿s color of the specimen which was resected at the reoperation was different from the other site. Also, in the initial procedure, the doctor would leave the left colic usually at a dissection of blood, but this time the procedure performed at the proximal end of ima from a small incision. Besides, the patient¿s blood vessels were unusual and the sigmoid was placed on not the left side but the right side. The rectum was cut with a linear cutter device and the circular stapler was used by a doctor who was used to using them. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested: what is the patient¿s current condition? Did the surgeon believe that the tissue had an inadequate blood supply? During the operation (1st and 2nd procedure), what was the appearance of the staple line (intact, malformed staple, unformed, etc.)? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Were any of the forces higher or lower than expected (closing, firing, or opening)? Were any unexpected noises heard? If so, when? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.). Did the surgeon feel that the device functioned as intended?